Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No knife impression was observed along the cutline impression in the cutting ring/cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states, when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, when the surgeon was doing an end to end anastomosis anus to the bowel, he checked the green bar on the handle, and he tried to fire, but the firing handle could not squeeze even at the most pressure. Due to that problem, he converted to an open procedure to complete the case. In the end the stapler did not fire and the knife blade did not cut. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.